Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Device not returned: (4114/3221/67) despite request and/ or customer indication that the device would be returned; however, no device was returned.

Event description:
N/a.

Manufacturer narrative:
H3 correction: device evaluated by mfg? Changed to "yes." H6 correction: "ring" has been changed to "seal." H6 correction: device not returned has been changed to testing of actual/suspected device/testing of raw/starting materials. Internal complaint number: (B)(4). Testing of actual/suspected device/testing of raw/starting materials: (10/4105/213/67) the delivery device was returned for evaluation on 21sep2021. Device was investigated on 04oct2021. Aortic cutter was not returned. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed on the loading and delivery device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. The seal was observed to be out of the tip of the delivery tube in an unwrapped state. The tension spring was removed from the delivery tube. The seal was observed to have no cracks or delamination. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.198 inches , the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.50 inches. Based on the returned condition of the device and the evaluation results, the reported failure "activation problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, poor seal deployment. The hs was set, the delivery device was inserted into the patient's aorta, and the plunger was pressed, but the seal was not deployed. Prepare and use an alternative hs.